Event description:
It was reported that during inspection conducted at the user facility the blade mount base of the device disassembled, resulting in potential disassembly of the back pin. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported disassembly of the blade mount base was confirmed by a manufacturer repair technician through visual inspection. Potential causes for the reported disassembly include a material fatigue issue or impact.